Event description:
LivaNova Deutschland received a report of an incident occurred during a surgical procedure while using a S5 Heart-Lung Machine (HLM) Console. Reportedly, patient died.

Manufacturer narrative:
A.1.-A.5. Patient information was not provided.H11:Through follow-up communications, LivaNova retrieved the following additional information:- no allegation of a malfunction associated with involved S5 HLM was raised by the involved perfusionist;- a device inspection was requested by the customer. A LivaNova Field Service Engineer (FSE) was dispatched on site to check the unit. No deviation was detected during testing of the device.- Serial read-out files (real time device parameters and setting recording file) of all the involved S5 HLM pumps were retrieved and analyzed: no evidence of a device malfunction was stored in the log files for time-stamps matched with event date.- at time of present report, the suspected patient's death cause is air embolism. Healthcare center is awaiting for the autopsy results.